Event description:
It was reported that pump displayed reset screen unexpectedly, and customer later experienced high blood glucose, although highest value was not recalled and ketone status was unknown. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer delivered correction bolus using pump, successfully resumed insulin, and was informed that reset was part of built-in safety feature and that pump was functioning as intended; customer was educated on effects of pump resets and was advised to consult healthcare provider about factors affecting blood glucose, which customer understood and acknowledged.